Event description:
It was reported that on an unknown date, the patient underwent fusion procedure at l5-s1. On an unknown date, the patient underwent a posterior fusion in the thoracolumbar region for thoracolumbar spine l1 bursa fracture. (B)(6) 2005 the patient presented with the pre op diagnoses of degenerative disk disease of l4-5 and l5-s1, pseudoarthrosis at l4-5 <(>&<)> l3-4, segmental instability, kyphosis, and loss of lumbar lordosis. The patient underwent the following procedures: left re troperitoneal approach anterior l4-5 diskectomy, anterior l4-5 interbody fusion with bmp and peek interbody threaded cage. Per the op notes, a 10 mm tall lordotic threaded peek cage filled with bmp was then impacted into position from lateral at l4-5 disk space. At l3-4 level, a 12 mm lordotic cage was impacted into position. The cage was filled with bmp on a collagen sponge. No patient complications were noted (B)(6) 2007 the patient was discharged from the hospital.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that on (B)(6) 2005: the patient presented for MRI of the lumbar spine. Impression: there is a right paracentral disc protrusion at the l4-5 level. No paraspinal hematoma is identified. No extruded disc material is detected. There appears to be scar tissue in the right paracentral region at the l3-4 level. This does not result in high grade foraminal stenosis. On (B)(6) 2005: the patient's lab reports revealed a white count of 8.0 hemoglobin 12.5 and hematocrit 38.1 and platelets 387. The patient had a negative EKG and normal chest x-ray. MRI revealed right pericentral disc protrusion at l4-5. On (B)(6) 2005 : the patient presented with a preoperative diagnosis of degenerative disk disease, l4-5 and l3-4 segmental instability, loss of lordosis and lumbar kyphosis, status post anterior lumbar antibody fusion l3-4 and l4-5. The patient underwent the following procedures: posterior fusion l4-5; posterior segmental instrumentation with top loading screws l3-s1; removal of prior l5-s1 screws and insertion of top loading screws with 5-5 rod; intertransverse fusion with rhbmp-2/acs and allograft bone; revision of morphine pump catheter. Per the op notes, following instrumentation, the transverse processes were decorticated. Rhbmp-2/acs augmented with freeze dried allograft was then rolled into a sushi type configuration and then placed in the intertransverse zone bilaterally. Additionally, allograft was then placed to augment the fusion. No patient complications were reported. On (B)(6) 2007: the patient presented with pain from the back radiating into the thighs. She walks with a forward stooped posture. MRI shows severe stenosis at l2-3. On (B)(6) 2005: the patient presented with back pain as well as some pain in the her left leg. She does report some baseline weakness in her left lower extremity. The patient has an internal morphine intrathecal pump. X-rays of the lumbar spine shows the tip of the catheter at the foramina at the l1-2 space. There is mild flattening of l1 and post surgical changes. Diagnosis: back pain. On (B)(6) 2007: the patient presented for x-rays of the chest. Impression: normal chest. On (B)(6) 2007 : the patient presented with the following preoperative diagnoses: severe stenosis of l2-3; status post prior fusion for l1 bursa fracture status post lumbar fusion for stenosis and degenerative disease; disc herniation at l2-3 at l2-3 on the right; degenerative disc disease and kyphosis. The patient underwent the following procedures: l2-3 lamina decompression; decompression of the l2-3 roots; decompression of the thecal sac and l2-3 transforaminal lumbar intertransverse fusion; posterior l2-3 instrumentation; use of rhbmp-2/acs; removal of morphine pain pump. Per the op notes, after the disc was removed, the 10 mm cage was impacted into position in oblique fashion. The cage was packed with rhbmp-2/acs. After instrumentation, the l2-3 intertransverse area was decorticated. Rhbmp-2/acs as well as local autograft was then placed in the intertransverse zone bilaterally. No patient complications were noted.

Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported.